Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a kerrison device, (part # unknown) was used during a spinal surgery case on (B)(6) 2023. According to the complainant the kerrison that had been placed on stand was found to have missing screw during case. Reportedly the screw was not found during visual search. X-ray was taken and read by radiologist who confirmed there was no retained screw. The adverse event is filed under aic reference (B)(4).